Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of intermittent ise issues on a cobas integra 400 plus that have been occurring since (B)(6) 2018. Of the data provided by the customer, the results for 1 patient sample tested for na+ electrode (na+) and chloride electrode (chloride) are a reportable malfunction. The initial na+ result was 159 mmol/l. The sample was repeated twice with results of 138 mmol/l and 135 mmol/l. The initial chloride result was 132 mmol/l. The sample was repeated twice with results of 105 mmol/l and 103 mmol/l. The repeat results were believed to be correct. The incorrect results were not reported outside of the laboratory. No adverse event occurred. The customer provided the following electrode lot numbers and expiration dates as the possible lot numbers they were using at the time of the event: the na+ electrode lot number was 21570247 with an expiration date of 20-oct-2017. The chloride electrode lot number was 21571247 with an expiration date of 08-sep-2017. The field service engineer (fse) visited the customer site and did not identify any issues. The ise mix/dry was checked and was within specification on both mix towers. The results of an instrument performance check were within specification. The customer ran calibration and qc and the results were within the acceptable range. The customer has not had any additional issues since the service visit. The investigation was unable to find a definitive root cause.